Event description:
It was reported the customer had damaged their insulin pump. The customer reported that they had a blank screen that was cracked. The customer's blood glucose was 12.3 mmol/l. The customer stated the damage to the insulin pump was caused by a vehicular accident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, scratched display window, cracked display window corners, cracked reservoir tube lip. Unit had no blank display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).